Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise resulting to several inappropriate anti-tachycardia pacing (atp). The lead was explanted, during which an insulation issue was observed probably due to subclavian crush. Lead conductor fracture was also noted. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed set screw and drag marks. A trilumen insulation damage (abrasion) was also noted wherein the rs-coil was exposed approximately 33.5-34.5 cm from the is-1 pin. Webbing damage was observed on all three lumens. The damage was most likely caused by entrapment in the clavicle/first rib region. The lead underwent and passed the resistance and continuity tests. No coil fracture was observed and no further issues were noted.